Event description:
It was reported that during a da vinci-assisted gastric bypass procedure, a screw from a fenestrated bipolar forceps instrument fell inside the patient. The instrument fragment was retrieved during the same procedure which was completed robotically.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) was received the fenestrated bipolar forceps instrument for failure analysis evaluation. However, as of the date of this report, the failure analysis evaluation has not been completed. Blank MDR fields: the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Field e4 is blank because it is unknown if the initial reporter submitted a report to the FDA. Fields g5 and g7 are not applicable.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Advanced failure analysis was completed on the fenestrated bipolar forceps instrument. It was found that the clevis pin was still installed and was not completely missing. It appeared that a piece of the clevis pin had broken off. That fragment was missing and was not returned with the instrument. It was unclear what caused the pin to break. There was no evidence of damage to the components surrounding the pin. It was additionally observed that the pitch cable was frayed at the clevis hub. Some filaments of the cable were frayed, but the cable was not fully broken. The components surrounding the cable did not exhibit abnormal sharp edges that would have contributed to the frayed cable.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received a da vinci product to perform failure analysis. The fenestrated bipolar forceps (fbf) instrument was analyzed and failure analysis investigations replicated and confirmed the customer reported complaint. The instrument was found to have proximal clevis pin missing. The missing pin was not returned.